Event description:
A report was received that two pts presented with urinary tract infection after having a prostate examination. This is the report for the first pt. The pt has recovered and was discharged on an unk date. It was reported that the disinfection time for the facility's endoclens has been set to five minutes from the time the unit was installed in the hospital 2008. Subsequent info stated the facility changed the disinfection time to ten minutes after the event. The scope pre-cleaning procedure is washing it with water and brushing it. No detergent is used.

Manufacturer narrative:
Infection, urinary. Reference: 2084725-2009-00320.